Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had low blood glucose but not hospitalized. Customer's blood glucose was 55 mg/dl. The customer was treated with soda and a cookie. The customer also reported that he had high blood glucose but not hospitalized. Customer's blood glucose was 432 mg/dl. The customer was treated with pump with old infusion set. Customer was assisted in inserting mio infusion set and successfully inserted it.